Event description:
A malfunction was reported with a pump, leading to the customer's blood glucose level reaching 500 mg/dl. The customer administered a corrective injection via multiple daily injections (mdi) without needing third-party assistance. Technical support provided instructions on resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again.